Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the short circuit was not determined. It was unknown if there was any surgical intervention planned. The issue had not bee resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that during the stage 2 procedure when testing impedances after implanting the extensions and rc battery they received a short circuit between contacts 0 and 2 bipolar. They tested with the tablet and tested lead only with alligator clips and 8840, they got 42 ohms between the two contacts. There no known factors that could have led to the short. The interventions were testing with the tablet and rc, tested with 8840, and tested lead independently with alligator clips and confirmed results with lead only test. They tried to plug and re-plug in the lead, but the issue had not resolved. There were no further complications reported.